Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not returned.

Event description:
This pi is for revision of primary left hip on (B)(6) 2017. A revision procedure on (B)(6) 2017 was identified with diagnosis aseptic loosening. A stryker shell, liner and femoral head were revised to a competitor shell and liner with a stryker head.